Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the upper gastrointestinal (gi) tract during a hemostasis procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The device had to be pulled back in order to remove the clip and the event ended up causing a larger defect in the process. The procedure was completed with another three resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.